Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications. Visual inspection was performed on the returned device and it was observed that the catheter was stretched and separated just distal to the hub under the strain relief. The catheter was kinked on the proximal side and the catheter the inner coil was stretched. Functional evaluation could not be performed due to the anomalies found on the catheter. The reported event was confirmed based on the product analysis. Additional information provided by the customer indicated that the break occurred down by the hub when the catheter was being removed from the body at the end of the case. Based on visual inspection, the catheter appeared to have stretched and separated due to excessive manipulation during use. As a result, a probable cause of handling damage has been assigned to the reported event and analyzed anomalies.

Event description:
It was reported that during carotid stenting procedure at the end of the case, as the long sheath catheter (subject device) was being removed from the patient¿s body, the long sheath catheter shaft broke by the hub location. There were no clinical consequences to the patient.

Event description:
It was reported that during carotid stenting procedure at the end of the case, as the long sheath catheter (subject device) was being removed from the patient¿s body, the long sheath catheter shaft broke by the hub location. There were no clinical consequences to the patient.